Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, while stapling the appendix, the device was not able to fire, the surgeon was not able to press the green button and not able to squeeze the handle. A new device was used to complete the case. No patient injury reported.